Event description:
It was reported that the patient had complaint of feeling "lightheaded". There was an episode of undersensing and possible oversensing as well on remote transmission. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).